Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequence to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the latch on site. The latch was disposed of by the customer before the fsr arrived. There will be no part return or photos. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.